Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experienced sinus arrest during the initial implant procedure of this right atrial (ra) lead. This patient has a clinically over sized right atrium. Myopotential oversensing wave observed while in unipolar and ra capture was hard to confirm due to complete heart block. P waves were not measured in bipolar and ra threshold measurements were high. Technical services (ts) recommended obtaining images and revising the ra lead. The field representative noted the sinus arrest was likely due to previous disease within the atrium and not due to implant. This ra lead remains in service and has not been revised. No adverse patient effects were reported.